Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the reported event. The following day, the patient was treated with injections of vanlid (1 gram, stat, intraperitoneally) and of refline (1 gram, stat, intraperitoneally) for the peritonitis. The outcome of the peritonitis was unknown. The pd therapy was ongoing. No additional information is available.